Event description:
It was reported that prior to an unknown procedure, when the package was opened, it was found that the universal seal was not assembled on the device. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Date sent: 07/21/2008. Info anticipated, but unavailable at this time.